Event description:
During a lap. Chole procedure, the clips did not close on the proximal end. The device was being used under normal circumstances, and was not fired over a catheter. The customer used another clip applier to complete the case. There was no pt consequence. The device will be returned.